Event description:
It was reported that a patient with multiple co-morbidities and disease states allegedly experienced skin breakdown while being treated on a barimaxx ii with a maxxair ets mattress replacement system (mrs). It was further reported that the bed was turned off by hospital personnel while in use for this patient.

Manufacturer narrative:
On (B) (6) 2007, the patient was placed on a barimaxx ii with a maxxair ets. Several hours later, kci created a service work order in response to the facilities claim that the maxxair ets would not rotate. Service records indicate that the facility was instructed on product and assistance provided and the bed remained with the patient. On (B) (6) 2007, a service work order was created again claiming the mattress would not rotate. Service records indicate that the facility was instructed on product and assistance provided. No other service work orders or problems were reported and the products remained with the patient until (B) (6) 2008. During the time, the patient was on the barimaxx ii with a maxxair ets ((B) (6) 2007 - (B) (6) 2008), it is alleged that patient developed a stage IV decubitis ulcer on his right side that required excision debridement. Information provided also noted that patient's family members reported the bed while in use for this patient was turned off by facility personnel on several occasions. The maxxair ets mrs was tested per quality control procedures on 11/21/2007 prior to delivery to the facility and met specifications. The maxxair ets was returned the kci service center on 01/13/2008, and tested per quality control procedures and met specifications. Maxxair ets labeling states "monitor skin conditions regularly, especially at bony prominences and areas where moisture or incontinence may occur or collect, and consider adjunct or alternative therapies for high acuity patients. Early intervention may be essential to prevent serious skin breakdown."